Event description:
Major pump unit(s) involved: blood pump. Specific component(s) involved: outflow graft malfunction/malposition.

Event description:
Major pump unit(s) involved: blood pump. Additional text: outflow graft bend relief is disrupted. Specific component(s) involved: outflow graft malfunction/malposition. Additional text: bend relief is partially disconnected from pump by xray. Causative or contributing factor: no specific contributing cause identifiy. Intervention(s): none. Implant device type: lvad.